Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 190 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood test results from trueresult meter to friend's contour meter and doctor's meter. Back to back blood test produced test results of 422 mg/dl using trueresult meter and 192 mg/dl using friend's contour meter. Blood glucose test results performed fasting on the week of (B)(6) 2015 at doctor's office were 218 mg/dl. Currently taking medication to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of 174 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/15/2018 and open vial date is 05/05/2015. Recall test results performed fasting from meter memory: 1: 422mg/dl, (B)(6) 2015, 01:23pm; 2: 532mg/dl (B)(6) 2015, 04:32pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 190 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from trueresult meter to friend's contour meter and doctor's meter. Back to back blood test produced test results of 422 mg/dl using trueresult meter and 192 mg/dl using friend's contour meter. Blood glucose test results performed fasting on the week of (B)(6) 2015 at doctor's office were 218 mg/dl. Currently taking medication to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of 174 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:422mg/dl (B)(6) 2015 01:23pm. 2:532mg/dl (B)(6) 2015 04:32pm . Adverse event not reported.